Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pacing inhibition of appropriately two seconds. Pacing impedance measurements were noted to be low on both the right atrial and right ventricular channels, however no values were out of range. The patient reported feeling dizzy spells from time to time. The pacemaker sensitivity was decreased and it remains in service. No other adverse patient effects were reported.